Manufacturer narrative:
This report is submitted on april 7, 2023.

Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.